Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headaches, cancer, and multiple myeloma response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
Additional information was received on january 29, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, headaches, cancer, and multiple myeloma response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The third-party service center concludes that they could confirm the customer's allegation and unit got corrected. Box e: initial reporter has been updated in this report. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code and conclusion code grid has been updated.